Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the patient was driving when she suddenly felt funny and tired. She did not checked her cgm readings right away. She decided to pull up at a driving lane in a restaurant. She checked her cgm readings and it was reading at 70 mg/dl. There was no bg taken at that time. She tried her best to get to the door to buy food but it was too late. The patient passed out. Last thing she remembered was, there was a man walking by outside the restaurant and helped her call 911. She regained consciousness in an ambulance. Emergency medical technician's (emts) checked her bg and it was around 40 mg/dl. The patient was treated with IV fluids by the paramedics. She stayed in the ambulance approximately 10-15 minutes. She couldn´t remember what was the readings from her sensor readings nor the bg readings taken by emt after she was treated with IV fluids. All she remembered was, after she felt a little better, she drove herself back home. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.